Manufacturer narrative:
Conclusion: the device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A device history review for the delivery catheter system (dcs) was not performed as the product event does not indicate a potential manufacturing issue. The still photos returned indicate a valve that appeared to be under expanded, with a balloon aortic valvuloplasty (bav) being performed and the second valve implanted. However, without imaging from pre-implant, during the procedure, or post-implant, a root cause for the incomplete expansion cannot be determined. Additionally, we are unable to determine if there were any patient anatomy issues that may have prevented the valve from fully expanding once deployed. Per the evolut instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." In this case, both a pre bav and a post bav were reported to have been performed. The valve was then reportedly snared after it had dislodged. Use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. Potential factors of valve dislodgement include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. The reported event also indicated that during withdrawal of the dcs, the valve dislodged into the ascending aorta possibly as a result of the under expanded inflow portion of the valve interacting with the dcs nosecone. The images confirmed the dislodgement occurred after post bav upon removal of the dcs but cannot conclusively confirm if interaction with dcs was the root cause of the dislodgement. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro plus instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Given the information available, the root cause of the dislodgement cannot be conclusively confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Updated data: h.6 - eval method, eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d -evprop2329us, serial/lot #: (B)(4), ubd: 10-dec-2020, UDI#: (B)(4). Product analysis: the valve remains in the patient and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 20 millimeter (mm) balloon. During initial deployment, the valve was under expanded. The physician made the decision to fully deploy the valve and to post dilate it with a bav. Upon release, the final valve position was shallow, approximately 0 to -3 mm. During withdrawal of the delivery catheter system (dcs), the valve embolized into the ascending aorta, possibly due to the under expanded inflow portion of the valve interacting with the dcs nosecone. The valve was snared and secured. A second valve was successfully implanted.